Event description:
The patient received inappropriate shock due to noise on the rv channel. The lead remains implanted at this time. Should additional information be received, this file will be updated.

Manufacturer narrative:
It was reported that this lead was capped on (B)(6) 2023.

Manufacturer narrative:
It was reported that this lead was capped on (B)(6) 2023. The lead under complaint was not returned for analysis. This report is therefore only based on the analysis of the ICD itself as well as the inspection of the quality documents associated with the manufacture of the lead and the ICD. The manufacturing process for the devices was re-investigated, revealing that all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the devices functions to be as specified. Upon receipt, the ICD was interrogated, revealing the battery status mos2. The ICD was implanted for 69 months and 29 charging cycles were recorded to the devices memory. The memory content of the device was inspected. During the analysis of the available iegms noise was observed in the right ventricular channel, leading to multiple charging cycles that resulted in one shock delivery. In conclusion, in the available iegms the occurrence of noise was observed in the right ventricular channel. There was no indication of an ICD malfunction. The integrity of the lead cannot be assured.